Event description:
It was reported that a patient underwent a lower segment cesarean section under lumbar hard joint procedure on (B)(6) 2025 and suture was used. During the intradermal suture, it was found that the needle had split and could not be sutured normally. Preliminary analysis shows that the product quality is poor and there is a problem of lax control. Timely removal, replacement with a new needle, and continued suturing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. When did the needle break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? Does a fragment of the needle remain in the patient¿s tissue? If yes, was more than half the needle retained in the patient? Is there any plan in place to remove the needle piece in the future? If yes, could you please provide the scheduled date for the removal? In which tissue structure was the broken needle located? Were there any patient consequences? A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.